Manufacturer narrative:
The reported event that the patient had osteomyelitis could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The present post-market clinical follow-up (pmcf) named "post-market clinical follow-up of stryker trauma & extremity devices: retrospective cohort study utilizing a us healthcare database: safety and performance outcomes in patients treated with t2 scn" is intended to provide additional clinical data from the real-world usage of the implants. The study is designed as a pmcf activity that will provide performance and safety data on t2 scn in a representative population in the us. During the review of the pmcf, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: osteomyelitis in 5 cases. This is (B)(6) out of 5.